Event description:
The event is reported as: the respiratory therapist alleges that a patient complained that the product stopped working after 45 minutes. The respiratory therapist reports that the product became dry and ineffective within 45 minutes of use.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.